Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal with additional surgery). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal with additional surgery). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. B59454) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dysfunctional uterine bleeding ("dysfuctional uterine bleeding") and endometriosis ("endometriosis of pelvis"). The patient was treated with surgery (essure removal with additional surgery, total laparoscopic hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, dysfunctional uterine bleeding and endometriosis outcome was unknown. The reporter considered dysfunctional uterine bleeding, dysmenorrhoea, endometriosis and pelvic pain to be related to essure. The reporter commented: 3 coils on each side . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure (batch no. B59454) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), uterine hemorrhage ("dysfunctional uterine bleeding") and endometriosis ("endometriosis of pelvis"). The patient was treated with surgery (essure removal with additional surgery, total laparoscopic hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, uterine hemorrhage and endometriosis outcome was unknown. The reporter considered dysmenorrhoea, endometriosis, pelvic pain and uterine hemorrhage to be related to essure. The reporter commented: 3 coils on each side. Most recent follow-up information incorporated above includes: on 14-jul-2020: medical record received: essure lot number added. Medical device removal event replaced by pelvic pain dysmenorrhea endometriosis. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.